Event description:
Libre 3 sensor (not included in voluntary) recall gives false high and low readings that vary by 20-40pts above/below actual finger-stick readings. Product lot#: t60002277, sn: (B)(6), is the current sensor, which stopped working prematurely (5 days early), as well as the last three sensors used, all had false high/low readings.